Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the integrated electrical surgical unit was replaced due to errors c-87 and m-31 in the system logs. The procedure was completed with no reported injury. Follow-up was performed with the customer to request additional information. The customer confirmed that the procedure was completed robotically, and the system returned to normal after the generator was replaced.